Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the inpen did not record the correct results to the app of how much they gave and also it sometimes did not even give the insulin. No harm requiring medical intervention was reported. The inpen will not be returned for analysis.